Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken shell and others, underweight and crease fold. A microscopic analysis was performed which identified: one broken crease smooth on the anterior, opening sharp on the patch (component), and total delamination of the patch (it¿s not considered a workmanship since the conditions of the device and was not received in the original sealed packaging). Based on the device analysis the final assessment is: broken crease smooth on the anterior assessed as fold flaw opening. One sharp opening on the patch (component) assessed as unidentified (tear) opening. Observed a delamination on the patch, but it¿s not considered a workmanship since the conditions of the device, and was not received in the original sealed packaging.

Event description:
Patient reported right side "deflation". After surgery, healthcare professional reported valve delaminated from shell. Manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
After surgery, healthcare professional reported valve delaminated from shell. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., d.7., d.10., g.3., g.5., h.3., h.6.